Manufacturer narrative:
The device was returned as part of the asset return process , low light in image but image was visible and wire found corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, visera elite ii video system center , to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image from digital visual interface output due to faulty printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.